Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter's display was cracked. The medical affairs specialist spoke to the pt on january 3, 2008. The pt reported that she dropped the meter on concrete and the screen cracked on two days earlier, in the afternoon. On the following day, the pt felt like passing out, she was dizzy, and unable to walk. She was taken to the ER and her blood glucose was tested; the result was 289 mg/dl. The pt was treated with 4 units of humalin. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although there was misuse, the pt alleged that she was found to be hyperglycemic, requiring medical intervention, after the reported issue occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.